Manufacturer narrative:
This report is submitted on april 1, 2020.

Event description:
Per the clinic, the device was explanted (date not reported) due to poor performance with device use. It is unknown whether the patient was implanted with another device, as of the date of this report.

Manufacturer narrative:
Correction: the previous report was filed inadvertently. There has been no confirmed explant as of the date of this report. This report is submitted july 7, 2020.